Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted stem and head. From the photographs provided there is evidence of wear of the trunnion of the stem which would be consistent with taper lock failure. There are markings, distally on the stem, most likely from the explanation process. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the x-ray image shows a dissociation of a femoral head from the femoral stem. The trunnion is deformed with significant material loss of the superior aspect. Dissociation of a femoral head from a femoral stem with trunnion deformation is confirmed. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted stem and head. From the photographs provided there is evidence of wear of the trunnion of the stem which would be consistent with taper lock failure. There are markings, distally on the stem, most likely from the explanation process. A review of the provided medical records by a clinical consultant stated the following comment: the x-ray image shows a dissociation of a femoral head from the femoral stem. The trunnion is deformed with significant material loss of the superior aspect. Dissociation of a femoral head from a femoral stem with trunnion deformation is confirmed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that a patient with an accolade tmzf required a revision surgery due to a damaged trunnion.